Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Indications for use included spinal pain. Information was received from the consumer's family member on (B)(6) 2018 reporting that they needed assistance with the implantable neurostimulator (ins). They were having difficulty with the machine, it was not working, and the patient's mobility was not getting better but was getting worse. The patient had pain and numbness as well as swelling. The ins had been programmed multiple times and it was not working. Per the consumer, they wanted it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.